Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty non-zoll battery.

Event description:
Complainant alleged, that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.